Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Date of event: unknown. This report is for three unknown screws. Part and lot numbers were not available for reporting. Other number¿UDI: (01) part number unknown, UDI is unavailable. Implant date, concomitant medical products: unknown. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. (B)(4). The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that unknown three screws backed out of a 3.5 millimeter (mm) locking compression plate (lcp) proximal humerus plate. On an unknown date, a patient was implanted with a 3.5mm lcp humerus plate and an unknown number of screws for treatment of a proximal humerus fracture. Subsequently, it was discovered that three cortical screws had backed out of the plate. The patient was returned to the operating room on (B)(6) 2016 for revision surgery. All original hardware was removed intact. There was no surgical delay or additional medical intervention required. The patient was revised to a 5-hole lcp humerus plate and unknown number and quantity of screws. The procedure was completed successfully. It was reported that the patient outcome was stable. This report is for three unknown screws. This report is 1 of 1 for (B)(4).